Manufacturer narrative:
Please note that method code no longer applies to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the implantable neurostimulator (ins) was replaced on (B)(6) 2019 as planned. The cause of the recurrent pors was not determined. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient experienced a power on reset (por) 2 weeks ago. The device was reset to standard program and all was okay. On the day of the report the patient presented with a por again. The device was reset and environmental factors were queried. The por occurred again while interrogating the device with a physician programmer. No environmental factors were identified. Queried the electric blanket the patient had used over the two week period. It was unclear if that was the cause. They tried modifying programs and running battery check but por occurred upon any voltage delivered. The physician programmer was changed but the same thing happened. The issue was not resolved at the time of report. Surgical intervention was planned in 6 weeks.